Event description:
The customer stated that parts of their screen were sometimes missing. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided.